Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hysterectomy, the device was locked on tissue; it was also difficult and impossible to open. The surgeon used both hands to force the jaws to open. The staff opened another device to complete the procedure. There was no patient injury.